Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2025] found bolus deliveries of .2u at 00:03:49.000, .8u at 00:08:41.000, and .8u at 00:09:13.000. Unable to find bolus daily delivery total and basal daily delivery total on [21-feb-2025]. Test p-cap locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked battery tube threads. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses and alleged pump was possible overdelivering insulin. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-441ag, mmt-7040a, mmt-342, and mmt-1884l. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. Customer stated auto mode/smartguard feature active at time of reported event. No further patient complications were reported. Product return was requested for mmt-441ag. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-7040a. Product return was requested for mmt-342. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned.